Event description:
It was reported that devices were used during a laparoscopic cholecystectomy. The trocars had torn gaskets. Another device was used to complete the case. There was no consequence to the pt.